Event description:
It was reported that the communicator was not connecting, and the power outlet was burned. The power outlet in the patient room needs to be replaced. The communicator power cord caused damage to the wall outlet piece and caused a power outage. The communicator power cord was fried. There were no other cords plugged into the outlet. The patient had to call an electrician to fix it, and the patient requested a reimbursement. The communicator power cord was smoking and when unplugged, the smoke stopped. The issue caused a power outage to the entire room and the adjacent room, other rooms still have power. The patient was advised to use a power surge for the new equipment. The communicator is no longer in service. No adverse patient effects were reported.